Manufacturer narrative:
Correction: serial number was incorrectly reported as (B)(4), it should have been reported as (B)(4).

Manufacturer narrative:
The connector end of the lead was received for analysis with the connector pin detached/separated from connector end. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in the operating room for the right ventricular lead replacement. During the procedure it was noted that when the new right ventricular lead was attempted implant, the lead got stuck in the pulse generator header. While attempting to pull out the lead, the insulation broke due to the force applied. The lead was not used and a new lead was implanted. The patient was stable.